Event description:
The following was reported to davol per maude event report (B)(4) and by the pt: the pt reported that he was implanted with a "marlex" mesh during repair of an inguinal hernia in 2000. The pt alleges that he now suffers from terrible pain in the area of the hernia patch with abnormal, restricted bowel movements. The pt reports that the pain has lasted about a year now and is progressively getting worse. He alleges that CT scans have been performed and show fatty hernias in the area of the patch. He also alleges that on (B)(6) 2014 the patch was explanted.

Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Medical records have not been provided to date, we have requested additional info from the pt. Although medical documentation has not been provided, the products IFU has been reviewed and recurrence is listed as a known possible adverse reaction. If additional info is obtained, this report will be updated.